Event description:
It was reported that there was a lead warning due to decreased right ventricular (rv) lead impedance. It was also reported that there was an increase in the pacing threshold. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: adsr06 implantable pulse generator (ipg) (B)(6) 2010. (B)(4).